Manufacturer narrative:
The gluc reagent lot number was 70736601 with an expiration date of 30-apr-2024. The albumin and creatinine reagent lot numbers with expiration dates were not provided. Calibration data was provided for gluc. Calibration was last performed on 13-jul-2023 and was acceptable. Qc was provided for gluc. Qc was within the acceptable ranges on the day of the event. The customer used a centrifugation spin time of 5 minutes. Based on the sample tubes used, the recommended spin time is 10 minutes. An "abnormal probe sucking" error was observed on the alarm trace data. This is an indicator of possible poor sample quality. The field service engineer (fse) found a tension issue with the sample probe spring and the cell rinse pressure was low. The fse adjusted the sample probe spring and adjusted the cell rinse levels to specification. Calibration and qc passed. The service actions resolved the issue.

Event description:
The customer initially called as the sample probe on a cobas 6000 c (501) module was clogged. The customer changed the sample probe. After this was changed, the customer received qc errors and discrepant patient results. Discrepant results were provided for 5 patient samples tested for cobas integra glucose hk gen. 3 (gluc), albumin, or creatinine. Patient 1: the initial gluc result was 17 mg/dl. The repeat result was 122 mg/dl. The initial albumin result was 5.3 g/dl. The repeat result was 3.8 g/dl. The initial creatinine result was 0.4 mg/dl. The repeat result was 1.0 mg/dl. Patient 2: the initial gluc result was 14 mg/dl. The repeat result was 112 mg/dl. The initial albumin result was 5.3 g/dl. The repeat result was 4.0 g/dl. Patient 3: the initial gluc result was 12 mg/dl. The repeat result was 140 mg/dl. The initial albumin result was 5.4 g/dl. The repeat result was 4.0 g/dl. The initial creatinine result was 0.47 mg/dl. The repeat result was 1.0 mg/dl. Patient 4: the initial gluc result was 5 mg/dl. The repeat result was 79 mg/dl. The initial creatinine result was 0.64 mg/dl. The repeat result was 1.3 mg/dl. Patient 5: the initial gluc result was 14 mg/dl. The repeat result was 141 mg/dl. The initial albumin result was 5.4 g/dl. The repeat result was 3.8 g/dl. The initial creatinine result was 0.42 mg/dl. The repeat result was 0.9 mg/dl. No questionable results were reported outside of the laboratory. The samples were sent to the customer's main laboratory and repeated on a different instrument.